Event description:
It was reported that a device was used during a hemorrhoidectomy procedure. The device fired malformed staples. Hand suture was used to complete the case. There was no patient consequence.